Manufacturer narrative:
This report is being submitted as follow up no. 2 to update, and to provide the completed investigation results. Results - 114 is based upon the evaluation of user facility information and the investigation of the returned sample; 213 is based upon dimensional testing of the returned sample. Conclusion - 4310 is based upon evaluation of the user facility information and the investigation of the returned sample; 67 is based upon dimensional testing of the returned sample. One 6 fr angio-seal vip device was received for product evaluation. The hemostasis sheath was returned mated with the carrier tube assembly. No other accessory components were returned. Visual inspection revealed that there were blood-like substances on the main body of the device, the carrier tube assembly was mated with the hemostasis sheath and the deployment sleeve was in the rear lock position with the color bands fully exposed. Microscopic analysis revealed that the anchor was noted to be posted with the hemostasis sheath. There were no other visual anomalies were noted with the returned device. Functional testing was performed, and digital force was applied to the anchor, which led to the release of suture and collagen. The tamping tube did not release. The device was dissected to discover the cause of obstruction. The carrier tube was cut, and the hub was separated to inspect the spool. The suture end was tugged, and no obstruction was noted on the path of the unraveling suture. It is likely that the dried blood like substances obstructed free movement of the tamper tube. All critical components of the device were subjected to dimensional testing. The inner diameter of the carrier tube assembly = 0.064'', the outer diameter of the tamper tube = 0.059'', and the inner diameter of the tamper tube =0.024''. All measurements were found to be within manufacturer specifications. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported an unknown issue with the involved angio-seal device. There was no harm caused to the patient and the patient was reported to be in good condition. The outcome of the case was otherwise favorable. Manual compression was held after the angio-seal device malfunction.

Manufacturer narrative:
(B)(6). The patient was reported to be 68" in length.

Event description:
Additional information was received on may 7, 2019. The physician stated that the foot of the angio-seal did not work properly. The patient was having a peripheral angiogram performed while using a 6fr procedural sheath. A pre-deployment angiogram was performed. Hemostasis was achieved by manual pressure. The estimated amount of blood loss was less than 250 cc. Additional information was received on may 10, 2019. The physician explained that the anchor did not deploy properly. The anchor did not separate from the device and the device did not pull out of the patient.